Event description:
On 11/07/2024, a sales representative reported via (B)(4) that an ar-13995n multifire¿ scorpion¿ needle tip broke while attempting to pass suture for a rotator cuff repair. The tip broke inside the patient, and they could locate it and remove it with a case delay of 5-10 minutes. The patient did not appear to be negatively affected by the failure. This was discovered during use on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.